Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration, error 80 (water check time out - unable to reach calibration temperature) expected value was 6 and actual value was 30c. Per additional information updated from wo on 09may2025, they had check chiller temperature (t4) in diagnostics it had cooled to 10c. They discussed that this was indicative of a failed mixing pump. They would order and replace the mixing pump locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Expected value was 6 and actual value was 30c. Per wo, they had check chiller temperature (t4) in diagnostics it had cooled to 10c. They discussed that this was indicative of a failed mixing pump. They would order and replace the mixing pump locally. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration, error 80 (water check time out - unable to reach calibration temperature) expected value was 6 and actual value was 30c. Per additional information updated from wo on 09may2025, they had check chiller temperature (t4) in diagnostics it had cooled to 10c. They discussed that this was indicative of a failed mixing pump. They would order and replace the mixing pump locally.